Event description:
It was reported that a customer experienced recurring 20a tank alarms with their pump for one week. There was no reported impact on the customer's blood glucose level. The pump is expected to be returned for evaluation, and no additional information was received regarding the outcome of the event.